Event description:
According to event info a pt of unk age and medical history underwent craniotomy surgery utilizing preclude and bioglue surgical adhesive for repair and sealing of the surgical wound. At approximately three weeks post surgery, the pt experienced an infection of the graft suture line. The pt returned for repeated surgical procedure and the products were removed at that time. It was indicated that the infection appeared to run along the tract of the bioglue application. The pt is reportedly doing well.